Manufacturer narrative:
Part returned to manufacturer on mar 3, 2014. Device evaluation anticipated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent open reduction internal fixation (orif) of a right femur fracture on (B)(6) 2014. The surgeon implanted a synthes lateral entry femoral recon nail-ex, 420mm, rt. He selected the static locking option for the proximal locking screw. While drilling the hole the drill but did not pass through the targeted hole in the nail. The surgeon verified that the nail and aiming arm were properly secured and then proceeded to try to pass the drill bit through the nail. The drill bit once again did not pass through the nail. Then he exerted slight pressure to the trocar and was able to pass the drill bit trough the nail. He inserted the screw and the surgery was completed successfully. The total delay was less than five minutes. This is report 1 of 3 for (B)(4). This report covers the insertion handle.

Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device; the percutaneous insertion handle, part # 03.010.046, was received showing signs of wear. The balance of the device is in good condition and the etchings are worn but legible..one percutaneous insertion handle (part number 03.010.046) was received with the complaint category of ¿device interaction: misalignment.¿ this device was intended for use in the lateral entry femoral recon nail system for intramedullary fixation of subtrochanteric, ipsilateral neck/shaft, and femoral shaft fractures. The aiming arm is primarily for alignment in targeting the implants and the insertion handle is utilized throughout the procedure as it attaches directly to the nail. This information is provided per the titanium cannulated lateral entry femoral recon nail: expert nailing system technique guide. The returned insertion handle, lot # 3685818, was manufactured march, 2011. To replicate the complaint condition, a lateral entry femoral recon nail and connecting screw and a protection sleeve were used with the returned devices. The construct was assembled and at no time did the construct fail to properly align. Thus, the complaint condition is unconfirmed. It is reported that the device was successfully implanted after some difficulty providing evidence to functionality of the assembly. The technique guide recommends that one ¿check guide wire placement radiographically in both ap and lateral views¿ as an important step to ensure alignment. It also reads ¿do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through the proximal locking holes and damage the drill bits.¿ if these recommendations were not followed there would be the potential to cause to the complaint condition. The insertion handle was manufactured after the release of the current drawing revision. Therefore, a review of the current design drawing was performed for the insertion handle. The recon locking aiming arm was manufactured prior to the release of the current drawing revision. Therefore, a review of the current design drawing and the manufactured revision was performed for the aiming arm. The current designs were found to be sufficient for their intended use. The design history also did not have any impact on the complaint condition. Thus, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition of misalignment is unconfirmed. The complaint condition was not the result of a design deficiency and was likely due to the method of use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.